Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 337 mg/dl and the customer drank water to address the bg level. The customer changed the supplies on the pump and resumed insulin delivery. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.